Event description:
It was reported that thr surgery was performed. Revision surgery was completed afterward to revised an r3 const 54mm. No further information is available. The current status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10:the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, per complaint details, a thr revision was performed. The provided photo of the ring did not provide insight into the root cause of the reported event. One unknown jpeg attachment was corrupted; therefore, could not open/view. It was communicated that there is no further information regarding date or hospital of primary implantation and there is no information on the health data or status of the patient. Without the requested clinically relevant information/documentation, the root cause of the reported event cannot be further assessed. The patient impact beyond the reported revision could not be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for r3 constrained liner acetabular system revealed that it provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury that led to a revision surgery were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).